Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had surgical revision, hernia recurrence, chronic abdominal pain, and mesh breakage.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the surgical revision was approximately 1 year and 5 months post op.

Manufacturer narrative:
Additional information: a4, b5, b7, d4, g1, h4, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, chronic abdominal pain, mesh breakage, adhesions, incarceration of small bowel, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, failure of mesh, frequent abdominal pressure, grapefruit sized ball on belly. Post-operative patient treatment included revision surgery, hernia repair with mesh, medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, chronic abdominal pain, mesh breakage, adhesions, incarceration of small bowel, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, and failure of mesh. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced hernia recurrence, chronic abdominal pain, and mesh breakage. Post-operative patient treatment included revision surgery.